Event description:
It was reported that during an hemi nephrectomy procedure, several clips were half closed and they also looked strange. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.